Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/27/2019. The service engineer (se) inspected the device. The se performed a calibration on the display and the issue was addressed.

Event description:
It was reported that the ventilators display was showing an orange color. There was no patient involvement.